Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. During preparation, the first clip was jumping open. It was also noted thereafter that the clip would not fully close. Troubleshooting was performed, but it was decided to replace the clip with another. The second clip was inserted and placed on the valve. However, while establishing final arm angle (efaa), it was observed the clip continuously opened to about 20 degrees. Troubleshooting was performed, but the issues continued to occur; therefore, it was removed and replaced. One clip was then deployed on the valve, reducing tr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All information was investigated, and the reported unintended movement of clip open during establishing final arm angle (efaa) could not be replicated in a testing environment due to the condition of the returned device (clip was unable to close due to the actuator welded assembly being broken at the spiral weld). Additionally, it was observed that the clip was unable to close. It was also noted that the actuator welded assembly was broken at the spiral weld. Therefore, an exception was initiated on 09-oct-2024 to evaluate whether a product issue exists. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information reviewed and the returned device analysis, the observed spiral weld break resulting in clip unable to close and efaa appeared to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.